Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device the difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstances of the procedure. It is possible that biological material between the inner member of the catheter and the od of the wire reduced the clearance, or the wire became damaged during advancement, or the catheter became damaged during inflation causing the guide wire and the catheter to become stuck together. The extensive damage to both devices (appears caused post removal) inhibits determination of cause. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the tibial artery. The 4.0x33mm xience prime stent delivery system (sds) was advanced over the spartacore guide wire to the target lesion and the stent deployed. An attempt was made to remove the sds from the guide wire however it could not be removed. Artery forceps were used in the attempt to remove the sds without success. The guide wire was cut in order to remove the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. The other device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the tibial artery. The 4.0x33mm xience prime stent delivery system (sds) was advanced over the spartacore guide wire to the target lesion and the stent deployed. An attempt was made to remove the sds from the guide wire however it could not be removed. Artery forceps were used in the attempt to remove the sds without success. The guide wire was cut in order to remove the sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.